Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician was unable to detach the retracta embolization coil when an attempt was made to deploy it, and it was then removed successfully. It was further noted that a section of the coil was elongated. There was no reported impact to the patient as a result of the product issue. Additional information was not provided.